Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. A specific bg value was not provided. A bolus was delivered to address bg level. Reportedly, the customer used the cartridge beyond labelling. Tandem technical support educated customer on proper insulin labeling.